Event description:
It was reported that the user experienced hyperglycemia after a supply change using a contact detach steel cd infusion set with 23-inch tubing, with glucose rising to 272 mg/dl and later trending down after recognizing a missed meal announcement. Symptoms included dry mouth. Outcomes included no medical intervention, no ketone testing, no backup therapy, and recovery as glucose decreased. Investigation included a review of meal history and device use, including confirmation of proper tubing fill and flow. Investigation of this case revealed that the device appeared to function as intended, with hyperglycemia attributable to a missed meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.